Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing crrt treatment with a prisma m100 pre set ckt. An external blood leakage from the back of the set was observed and treatment stopped. The blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 150 ml. The patient was not symptomatic as a result of the blood loss.